Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR report #: 2134265-2012-05964. It was reported that following a stenting treatment procedure, stent thrombosis and patient death occurred. The procedure treated the 100% stenosed, de novo 2.5-3.0x38mm target lesion located in the mildly tortuous proximal to mid left anterior descending artery. There was no bend or calcification located in the lesion. Using a direct stenting and kissing balloon technique, a 3.0x38mm promus element stent was advanced and successfully deployed covering the ostium of a dominant diagonal branch. "The diagonal branch was absolutely clear". The stent was well positioned and well apposed. About 15 minutes post the procedure, the patient complained of severe chest pain. He was immediately taken back to the cath lab and angiography revealed a completely occluded diagonal branch, "whose ostium had just been overlapped by the 3.0x38mm promus element stent". The physician noted "that the occlusion of the previously healthy appearing artery may have been caused by plaque shift". A 2.5x38mm promus element stent was implanted in the diagonal branch, going through a cell of the 3.0x38.0mm promus element stent. The procedure went well and the patient was shifted into the intensive care unit. Later that night, the patient had an acute stent thrombosis (per the physician's assumption) and died. No angiogram was performed after the patient death.